Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 4 events were reported for this quarter. Product return status: 4 devices were received for evaluation. Evaluation status: 4 device evaluations are in progress. Additional information: 4 devices were not labeled for single-use. 4 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device was shedding metal debris. 4 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 4 total events were initially reported. 4 previously reported events are included in this follow-up record.   Product return status 4 devices were received.   Event confirmation status 4 reported events were not confirmed. Evaluation results 4 devices had no device problem found.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device was shedding metal debris. 4 events had no patient involvement; no patient impact.